Event description:
It was reported that ninety-nine (99) minicaps had inadequate iodine; further described as ¿iodine of the sponge is dried¿. This occurred prior to use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information was added to b5, h3, h6 and h10. B5: per additional information received update the quantity from ninety-nine (99), as reported in the initial report, to an unknown quantity. H10: the actual device was not available; however, photographs were provided for evaluation. A review of the returned photographs did not show evidence of the reported condition, therefore, the reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.